Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as cracked valve seat diaphragm valve and an opening assessed as surgical damage. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "may be leaking, it has some deflation". Later healthcare professional reported "confirmed the event and "failed implant - no contracture"". This record is for the right side. Device was explanted and replaced.

Event description:
Patient reported "may be leaking, it has some deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number: 2167420: (B)(6): a050401 fluid/blood leak. Device not returned to device analysis. (B)(6): a25 no apparent adverse event. Device not returned to device analysis. (B)(6): a150202 malposition of device, a010102 device appears to trigger rejection and d symptoms code e2107 failure of implant. Device returned to device analysis. (B)(6): e2107 failure of implant, a050401 fluid/blood leak, a150202 malposition of device, e2303 capsular contracture and a010102 device appears to trigger rejection. Device returned to device analysis. (B)(6): capsular contracture. Device returned to device analysis. (B)(6): no complaint against the device. Device returned to device analysis. (B)(6): deflation. Device returned to device analysis. (B)(6): no complaint against the device. Device not returned to device analysis. Even though there were three additional complaints of deflation for this lot number, only two devices were returned, and after inspection no workmanship's were detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid leak / blood leak (deflation). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Later healthcare professional reported "confirmed the event and "failed implant - no contracture"". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.